Event description:
It was reported that the artificial urinary sphincter (aus) cuffs and balloon were explanted due to recent recurring incontinence. The doctor removed two 3.5 cm cuffs and replaced the 61-70 cm h2o balloon with a 71-80 cm h2o balloon. The balloon was found to be empty upon removal. One of the cuffs was found to have a pinhole leak in it. There were no complications during the surgery. Additional information received states two new 3.5cm cuffs were implanted during the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.